Manufacturer narrative:
(B)(6). Internal complaint reference case - (B)(4).

Event description:
It was reported that the werewolf flow 90 coblation wand was being used for a shoulder case. When it was plugged and the buttons were pressed the probe was not working, even if the device was making the common sounds. Nothing was happening at the tip. The patient was not harmed in anyway and there was a replacement to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data extracted revealed that the wand was activated previously. A functional evaluation revealed the wand was not able to generate plasma. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include: 1)the wire broken inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft. No containment or corrective actions are recommended at this time.